Event description:
Orogastric feeding tube broke away from the insertion hub site in a newborn male. Tube separated from hub strain relief. Tube exchanged with new one and brought to biomedical engineering for analysis. Test performed: visual. Test results: confirmed that feeding tube separated from hub insertion fitting.